Event description:
A bariatric pt had a recovery filter placed two weeks prior to laparoscopic gastric bypass surgery. Shortly after the surgery, a CT was taken and it was noted that the filter was properly deployed in its original location within the cava. The pt remained in the hosp with complications from bariatric surgery. In 2004 pt was ambulating and expired. Upon autopsy, it was noted that the filter was in the right ventricle of the heart.